Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is aviva system, medwatch with identifier (B)(6) is compact plus system.

Event description:
Caller reported blood glucose results of 198 mg/dl on aviva, 101 mg/dl on compact plus within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.